Event description:
It was reported that a user experienced intermittent communication between a dexcom g7 cgm and the ilet, characterized by signal loss and difficulty reconnecting the sensor to the pump; the user was guided to toggle between dexcom g6 and g7 settings, reboot the ilet, and allow time for pairing, with reference to cgm accuracy while bgm and cgm values differed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an intermittent communication failure related to electrical and magnetic components, including the antenna, with no device problem ultimately found. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and the cause was likely transient signal interference or environmental connectivity factors.